Event description:
The patient's generator was replaced prophylactically. No further relevant information has been received to date.

Event description:
The patient's mother reported she is concerned that the vns is fully depleted as the patient had 11 seizures within a 6 hour period. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.